Event description:
Pacing failure of the subject device was reported following an av node ablation procedure. The physician interrogated the pacemaker and the measured impedance and r wave were ok, but the threshold was not (at max voltage, the subject device did not capture). A re-intervention was performed and psa measurements on the lead were ok and comparable to values measured at implant. After reconnection, the pacemaker was interrogated while outside of the pocket and all values were ok. After re-insertion in the pocket, a ventricular pause of approximately 4 seconds occurred. The pacing system was subsequently replaced.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.